Manufacturer narrative:
Findings: unit was received with intermittent up button response due to corroded up keypad traces. No stuck buttons, ramping number on their own or scrolling bar moving anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 28 mg/dl at the time of the call. The customer stated that the buttons were stuck. The customer stated that the numbers started scrolling on the screen without the users input. The customer sent the product back for analysis.